Event description:
While in the bathroom with oxygen being supplied by cannula, pt had mostache hair singed when cannula was ignited by unknown source. Pt. Denies lighting a cirgarette, but patient known to be a heavy smoker and had been told along with family not to smoke while using oxygen. At this time it does not appear to be a problem with supplies or equipmentdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, other. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: user education provided. The device was not destroyed/disposed of.